Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Due to the known use of eno dr before implantation, standby mode occurred during lead polarization change with orchestra plus in a company car in the hospital parking lot prior to implantation on (B)(6) 2022. Therefore; the product package has not been opened. Orchestra plus was powered by a car battery. Programming operations were carried out in a tray near the dashboard. A smart key (keyless car) transmitter is installed in the dashboard. It may have been in an emi environment. Performed an interrogation, changed mode from ddd to aai, pressed program button (at this point, a pop-up "turn off auto-implant-detection" is displayed and turned off). Then changed back to ddd. Changed the atrial polarity from uni to bi for both pacing and sensing, and turned on the program. During the change operation, there was a moment (about 3 seconds later) when the color changed, so at that time the wand was intentionally removed, causing a communication error. When the message "communication failure. Do you want to continue communication?" Was displayed, selected no. Next, the message "lead test aborted due to telemetry error" was displayed, so pressed ok. Then, the message "communication failure. Do you want to continue communication? Was displayed again, so pressed no again. Then, the message "parameter cannot be invoked." Was displayed, so pressed ok. Also, the message "communication failure. Do you want to continue communication?" Was displayed, so pressed no again. Then, a pop-up "parameter programming failed" was displayed, so pressed ok. This completed the polarity change procedure. Ended session without pressing program. When interrogation was performed again, it showed standby mode, so the rep stopped using this pacemaker. Again, the product package has not been opened.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Due to the known use of eno dr before implantation, standby mode occurred during lead polarization change with orchestra plus in a company car in the hospital parking lot prior to implantation on (B)(6) 2022. Therefore, the product package has not been opened. Orchestra plus was powered by a car battery. Programming operations were carried out in a tray near the dashboard. A smart key (keyless car) transmitter is installed in the dashboard. It may have been in an emi environment. 1) performed an interrogation, changed mode from ddd to aai, pressed program button (at this point, a pop-up "turn off auto-implant-detection" is displayed and turned off). Then changed back to ddd. 2) changed the atrial polarity from uni to bi for both pacing and sensing, and turned on the program. During the change operation, there was a moment (about 3 seconds later) when the color changed, so at that time the wand was intentionally removed, causing a communication error. 3) when the message "communication failure. Do you want to continue communication?" Was displayed, selected no. Next, the message "lead test aborted due to telemetry error" was displayed, so pressed ok. Then, the message "communication failure. Do you want to continue communication?" Was displayed again, so pressed no again. Then, the message "parameter cannot be invoked." Was displayed, so pressed ok. Also, the message "communication failure. Do you want to continue communication?" Was displayed, so pressed no again. Then, a pop-up "parameter programming failed" was displayed, so pressed ok. This completed the polarity change procedure. 4) ended session without pressing program. 5) when interrogation was performed again, it showed standby mode, so the rep stopped using this pacemaker. Again, the product package has not been opened.